Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with a same lot number. It was reported after the lead revision surgery (reference MFR. Report# 1627487-2015-20616), the patient was never able to establish effective therapy. A sjm representative tried reprogramming to no avail as only unintended stimulation or uncomfortable pressure at intended pain pattern occurred. As a result, stimulation is off and a sjm representative is to follow up with the patient as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified stimulation was restored through reprogramming which resolved the issue.